Event description:
It was reported that the humeral head would not engage on the ball taper. It was concluded that the 14 rasp, was not large enough and would subside into the humeral canal upon impaction of humeral head. It was evident that large sizes are needed for large pts.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The quality records indicate that all measurements characteristics of the connecting mechanism were in conformity with the requirements in force at the time of mfg. A cause for this specific clinical event cannot be ascertained from the info provided. However, it is not suspected that the device was faulty. After expansion of the cone into the ball taper any disassembly between the humeral head and ball taper is not possible anymore. Should additional info become available and/or the device(s) be returned for evaluation that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).